Event description:
It was reported that the roller clamp of an administration set allowed fluid to flow through the tubing while the clamp was closed. The process step during which this occurred is unknown, however it was before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned, but three photos of the device were received for evaluation. The evaluation of the photographs confirmed the reported condition, as a fractured roller clamp was identified. It was determined that the fracture was caused by the assembly machine during the manufacturing process. A CAPA has been opened in order to address this issue. If additional relevant information is obtained, a follow-up report will be submitted.